Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. The service engineer (se) inspected the device and replaced the oxygen solenoid valve to address the issue. The ventilator was returned to use.

Event description:
It was reported that the ventilators o2 reads low during normal ventilation. No patient involvement. Event date not specified; estimate used.